Manufacturer narrative:
C1: the plus antimicrobial product coating contains silver carbonate [approximately 800 micrograms per cubic centimeter of product (¿g/cm3)], and chlorhexidine diacetate [approximately 1600 micrograms per cubic centimeter of product (¿g/cm3)]. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: implant preoperative complaints: ¿ 9/5/00: st. Charles medical center. Stephen e. Olson, md. Preoperative diagnosis: complex midline incisional hernia. Implant procedure: laparotomy, partial omentectomy, reduction and repair of multiple midline incisional hernias (complex). [Implant: gore® dualmesh® plus biomaterial x2, unk/unk, no product ID provided for either device]. Implant date: (B)(6) 2000 (hospitalization dates unknown). ¿ (B)(6) 2000: st. (B)(6) center. (B)(6), md. Operative report. Assistant: (B)(6), rnfa. Preoperative and postoperative diagnosis: complex midline incisional hernia. Anesthesia: general. ¿ findings: ¿the patient has three large hernias and approximately six additional smaller hernias between the xiphoid and the pubis. The midline fascia is fenestrated at multiple former needle sites as well. After complex and difficult mobilization of the omentum out of multiple hernia sacs and then a partial omentectomy, a graft was sewn in place.¿ ¿ procedure: ¿the patient was anesthetized with a combination of intravenous agents. Her airway was secured. A midline incision was opened. As described, there were hernias from the xiphoid to the pubis and extending from the midline both left and right in the paramedian plane. These were gradually all reduced by dissection of the hernia sacs away from the fascia level and then by completing a partial omentectomy of the incarcerated portions of omentum in numerous hernias. With this completed, it became clear that the patient's repair was going to necessitate a large patch. A 20 x 30 mm dual mesh plus was not large enough independently to repair this hernia. Therefore, two pieces were chosen and fashioned symmetrically with curved mayo scissors. The suture chosen was 0 gore-tex and long far from the midline suture lines to the posterior fascia was performed. The upper margin was along the coastal margin, laterally it was approximately the mid axillary line on both right and left sides. Once the cephalad and caudal halves were sewn in, then the mesh was trimmed and meshes were sewn together with interrupted 0 gore-tex sutures. A pleat in the midline of the upper portion of the mesh was created with interrupted 0 ethibond. A 10 mm flat jp was placed. The fascia was closed over the top of the repair with looped 0 nylon. 3-0 monocryl was placed in the scarpa¿s. Skin was stapled and the patient was returned to the recovery room having tolerated the procedure well .¿ explant preoperative complaints: ¿ (B)(6) 2016: (B)(6) health systems ¿ (B)(6) , md. Indication: ¿the patient is an unfortunate 64-rear-old female with multiple medical problems and the above diagnosis presenting for the above procedure. The risks, benefits and alternatives to the procedure were discussed in detail with the patient on several occasions. These risks include but are not limited to bleeding, infection, hematoma, unsatisfactory result, unsatisfactory scar, damage to adjacent structures such as nerves, arteries, veins, dysesthesia, hypesthesia, anesthesia of the operative site, wound healing problems, especially given the fact that she has had previous staphylococcal infections. We also discussed other possible complications such as need for staged procedure, dissatisfaction with the repair, recurrence of the hernia, dvt, pulmonary embolism and the remote possibility of death. We also discussed unanticipated complications with surgery, anesthesia and medications. All of her questions were answered to her satisfaction and written consent was obtained allowing us to proceed with the planned procedure .¿ ¿ (B)(6) 2016: (B)(6) health systems ¿ bend.(B)(6), md. Indications: ¿denise is a 64-year-old seen and evaluated in the office in referral from dr. (B)(6) for a complex ventral incisional hernia and chronic abdominal wall pain. Details of her presentation are documented in her admission history and physical and general surgery consultation notes. She is morbidly obese and has hypertension, hyperlipidemia and borderline diabetes. She saw dr. Brook hall in the preoperative medicine clinic, was advised to hold her aspirin she takes for coronary artery disease 7 days prior to surgery and to hold her estrogen 2 days prior to surgery and to take her propranolol and including the morning of surgery and to bring her CPAP with her on the day of surgery. She is having some pain in both groins as well, but does not have any demonstrable hernias there on ultrasound. She was seen by dr. Adam angeles and arrangements were made to combine her surgery with concomitant abdominoplasty or panniculectomy if reasonable. She had a nasal swab for staph which was positive for staph, but negative for mrsa. She received IV ancef and then subsequently IV vancomycin once cultures were taken in the operating room. She received sequential calf devices and ted hose for deep vein thrombosis prophylaxis with plans to start lovenox subcu prophylactically in the post operative period. A pause was held by the surgical team prior to commencing.¿ explant procedure: open abdominal wall exploration with removal of retro rectus or underlay gore-tex dual mesh plus eptfe encapsulated, likely chronically colonized mesh patch (20 x 30 per medical record). Bilateral component separation of the abdominal wall with bilateral myofascial advancement with modified rives-stoppa technique. Repair of recurrent complex giant 7 cm wide x 15 cm long hernia with strattice porcine dermis acellular xenograft mesh patch (elliptical shaped 12 cm wide by 27 cm in length). Wound vac placement (negative pressure dressing) greater than 50 cm2. A 15-french round blake percutaneous placement to the retrorectus space and a 19-french blake drain placement to the subcutaneous space. Explant date: (B)(6) 2016 (hospitalization: (B)(6) 2016) ¿ (B)(6) 2016: (B)(6) health systems ¿ bend. (B)(6), md. Operative report. Preoperative diagnoses: complex recurrent ventral incisional hernia. Prior open gastric bypass surgery and subsequent revision and subsequent eventual incisional hernia repair with 20 x 30 cm gore-tex dualmesh plus patch by dr. (B)(6) in 2005. Chronic abdominal pain. Recurrent partial small bowel obstructions. Anesthesia: general. Estimated blood loss: minimal. Complications: no apparent complications. Drains: the right drain is a #15 round blake drain to the deep pocket over the biomesh. The left drain is a #19 round blake drain over the anterior fascial plane. ¿ procedure: ¿the patient was marked in the preoperative holding area, taken to the operating theater, placed supine, padded and monitored appropriately and had induction of general endotracheal anesthesia without incident. A safety pause was then performed and she was prepped and draped in the usual sterile fashion. Attention was directed towards the midline incision ellipsing her previous scar. A previous midline scar was off to the patient's left side. Hemostasis was maintained at all times using electrocautery. Upon reaching the anterior fascia, a very large hard palpable mass was palpated representing the underlying gore-tex. Contemplation with dr. (B)(6) and myself resulted in removing the gore-tex in its entirety. This was very tedious portion of the operation with care not to injure the bowel below. The posterior fascia appeared to be intact and this was also a portion of the nonincorporated scar around the gore-tex patch. Numerous cultures were sent to microbiology showing white blood cells on gram stain. The gore-tex was completely removed from the inferior portion of the abdomen to the xiphoid. Again, this was very tedious and dr. (B)(6) performed his side, the right side of removal, while I performed the left side. Hemostasis was then assured. Antibiotic irrigation was performed. The defect was measured. Next, the mesh was prepared in the usual standard fashion and cut to fit the defect. This was quite large, approximately 27 x 12 cm. This was perforated with a 3-mm punch biopsy to allow not only integration, but to help prevent seroma formation. This was pexied into position with o pds suture in an interrupted fashion at the 12 and 6 o'clock position at every 5 cm on the right and left. Dr. (B)(6) performed his pexy on the right side wall and I performed the pexy on the left side. This was a modified rives-stoppa approach, and the anterior fascia was approximated over a #15 round blake drain using a looped #1 pds. Once this was accomplished, the irrigation again was performed and hemostasis was assured. The tissues were advanced towards the midline and secured over #19 round blake drain using a 2-0 monocryl in an interrupted fashion triangulating the tissues to the underlying anterior fascia] wall. Next, a series of negative pressure wound dressing sponges were placed and then a long linear piece to connect all of these. This was taken up to 125 mmhg with no leaks. Dressings were applied and the patient emerged from general endotracheal anesthesia without incident, was taken to the recovery room in stable condition having tolerated the procedure well .¿ ¿ (B)(6) 2016: (B)(6) health systems ¿ bend. (B)(6), md. Operative report. Postoperative diagnoses: a 7 cm wide x 15 cm long ventral fascial defect following removal of colonized, unincorporated and encapsulated ventral eptfe gore-tex mesh patch. Large redundant pannus. Estimated blood loss: less than 100 ml. Complications: none. ¿ specimens: ¿the mesh and associated tissue were sent for gram stain and routine culture. Gram stains demonstrated no organisms seen, but leukocytes were seen. The final cultures are pending.¿ ¿ procedure: ¿with the patient in the supine position on the operating table under general anesthesia, the abdomen was prepped and draped widely sterile. Pannus and folds and the area in the left upper quadrant and focal areas of tenderness on her abdominal wall and laxity were marked along with her preoperatively. An elliptical midline incision was performed by dr. (B)(6) and the scar from her previous midline incision was excised. Care was taken to avoid devascularization of the abdominal wall given that she had bilateral subcostal incisional scars as well as a midline incisional scar. Electrocautery was used for hemostasis and dissection. The abdominal wall was very scarred and attempts to separate the rectus abdominis muscle from the posterior fascia adjacent to the midline were initially unsuccessful due to the amount of scarring present. We separated the components of the abdominal wall as best as we could in modified rives-stoppa manner, dr. (B)(6) on the right and dr. (B)(6) on the left. A large gore-tex mesh from her previous repair was encountered, in fact it looked like two pieces have been sewn together or one has been plicated in the middle to tighten it. The mesh had a grayish, yellowish color to it and there were areas where there appeared to be purulent or fat necrosis and areas were there appeared to be granulation tissue as well. Representative areas were sent for gram stain and routine culture as above. The mesh appeared chronically colonized, was also encapsulated and not incorporated. It peeled off the posterior fascia and peeled off of posterior peel. It appeared to be an underlay in the peritoneal cavity. There was a posterior peel and peritoneum that were left intact and not violated. The mesh was painstakingly extirpated over several hours on the right by dr. (B)(6) and on the left by dr. (B)(6), taking care to avoid entering the peritoneal cavity and avoid entering bowel as well. The mesh was completely extirpated along with additional gore-tex suture and knots and a monofilament undyed suture and black monofilament running suture and some interrupted braided nylon, tycron type sutures as well. There were many suture granulomas in the abdominal wall. Once the mesh was completely extirpated, the posterior capsule and peritoneum were examined and appeared to be intact. The wound was irrigated with bacitracin 100,000 units per 1 liter warm saline and any nonviable or questionable tissue was sharply debrided. The rectus abdominis muscles were attenuated medially, but were reapproximated to the midline with left and right/bilateral myofascial advancement. In the retrorectus space, anterior to the posterior capsule and peritoneum and likely including some posterior fascia anterior to the mesh, a large elliptically shaped strattice porcine acellular dermis xenograft mesh was custom shaped and secured with full-thickness anterior facial sutures interrupted 360 degrees around with 0 pds. The mesh covered the facial defect well with no undue buckling or tension, even with reapproximation of the anterior fascia in the midline. The mesh was secured on the right side by dr.(B)(6) and on the left by dr. (B)(6). The percutaneous 15-french round blake drain was then placed into the retro rectus or posterior space by dr (B)(6) anterior to the mesh and secured at the skin and ultimately placed to close bulb suction. The anterior fascia was re approximated along the midline with a running connell looped #1 pds suture inverting the facial edges. This created a smooth anterior fascial closure. The fascia actually came together nicely with no undue buckling or tension. The wound was irrigated again and irrigation aspirated clear. Excellent hemostasis was achieved. A 19- french percutaneous blake drain was placed into this space in the same manner as the previous strain by dr.(B)(6) and the subcutaneous dead space was quilted with 2-0 and 3-0 monocryl sutures by dr. (B)(6) superiorly and dr. (B)(6) inferiorly, leaving room for venting sponges. In the gaps between areas of quilting, silver vacuum dressing (negative pressure dressing), sponge wicks approximately 2 cm2 and approximately 6 cm in length were placed in the skin and subcutaneous layer at 5 cm intervals along the entire wound. The skin edges between these were reapproximated with surgical staples. A negative pressure vac dressing was then placed. The dressing was placed to -125 pressure. The patient tolerated the procedure well. All sponge, needle and instrument counts were correct. The patient awoke in the operating room and went to the recovery area with good prognosis for full recovery from the procedure .¿ ¿ ¿these findings were discussed and arrangements were made for admission for continued postoperative care period given the concern for chronically colonized mesh and the patient's previous history of staph infections and the placement of new mesh as a biomesh, additional procedures such as the panniculectomy were not performed. Dr. (B)(6) considered performing the panniculectomy at a future date once she recovers from this procedure in order not to violate the area of this repair with the panniculectomy and to decrease her risk for surgical complications associated with her panniculectomy. Therefore, no panniculectomy was performed .¿ ¿ 9/11/16: st. Charles bend (scb) ¿ laboratory. Wound culture. - specimen: swab/abdominal. Final: deep abdominal mesh stat gram stain: rare wbcs, no organisms seen. Culture result: no growth after 4 days. - specimen: abdominal wall old mesh. Gram stain: few wbcs, no organisms seen. Culture result: no growth after 4 days . A potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information. It should be noted that the gore® dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence. The gore® dualmesh® plus biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material w. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
It was reported to gore that the patient underwent laparoscopic incisional hernia repair on (B)(6) 2000 whereby a gore® dualmesh® plus biomaterial was implanted. The complaint alleges that on (B)(6) 2016, an additional procedure occurred whereby the gore device was explanted. It was reported the patient alleges the following injuries: mesh removed due to recurrent incisional hernia and chronic abdominal wall pain. Dense adhesions required hours to remove the mesh. Additional event specific information was not provided.

Manufacturer narrative:
H6: updated health effect . H6: updated investigation finding. H6: updated type of investigation . H6: updated investigation conclusions. The investigation has been completed. Based upon the totality of the information received over the course of the investigation and reported by gore in the previously submitted medical record narratives the following conclusions have been reached. As previously reported, all pertinent medical records requested may not have been received. Through gore's investigation and based on the available information there is no available information that reasonably suggests that a gore device may have caused or contributed to death, serious injury or reportable malfunction, and is no longer considered reportable. Therefore, this event is being coded as no clinical signs, symptoms or conditions, no health consequences or impact and will be closed as no problem detected. Previous patient codes were reported based on the original complaint and are no longer applicable and/or not reportable per gore¿s investigation. It should be noted that the gore® dualmesh® plus biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the instructions for use further warn: ¿as with any implantable surgical device, strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the device.¿ procedure and specific patient factors may contribute to or cause infection, leading to contamination, exposure, lack of incorporation and/or seeding of device. Procedure related factors may include adherence to clinical guidelines on infection risk management, contamination of device prior to or during implant, and post-operative persistent/symptomatic seroma and wound management. Patient risk factors may include diabetes, smoking, age, malnutrition, immunosuppressive therapy, post-operative instruction noncompliance, and hygiene. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision/re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. After multiple requests, specific lot number information was not provided for this device, but product type has been confirmed. Review of the manufacturing and sterilization records could not be performed as a valid lot number was not provided. C1: the plus antimicrobial product coating contains silver carbonate [approximately 800 micrograms per cubic centimeter of product (g/cm3)], and chlorhexidine diacetate [approximately 1600 micrograms per cubic centimeter of product (g/cm3)]. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.